Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd safetyglide¿ needle separated from the syringe during use and medication "sprayed out". The following information was provided by the initial reporter: "the boostrix ipv (dtapipv) lot #3ln52 disconnected from where the syringe and hub of needle are connected and sprayed out when injected into client's arm so a second dose had to be administered".